Event description:
Additional information: it was reported that the motor stall occurred on (B)(6) 2012 following a patient MRI earlier that morning. The event was found upon follow-up after the MRI and scheduled pump adjustment. The pump was interrogated and monitored every 20 minutes. The pump was stalled for 3.75 hours and then recovered. The patient experienced no symptoms and was reported as recovered without sequelae on (B)(6).

Event description:
It was reported that a motor stall occurred and was confirmed in the event logs with no motor stall recovery recorded. It was reported that the motor stall was caused by the patient having an MRI or other medical procedure. The motor stall occurred at 10:25 on the day of the report and had not recovered by 13:42. The device system was used to deliver fentanyl, clonidine, bupivacaine and sufenta (sufentanil). No patient symptoms or injury were reported. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported on (B)(4) 2012, that on (B)(6) 2012, a motor stall occurred. It is unclear if that was supposed to be (B)(6) 2012, the previously reported motor stall, given that the stall date was still in the future. It was also noted pump adjustment was made after motor stall recovery. The severity was noted as "no symptoms."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).